Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that following a hip implant on the left hip the patient was not able to bear weight. It was discovered upon x ray that the head of the stem was bent and the trunion displayed wear patterns. Based on this information the left hip was revised.

Manufacturer narrative:
Reported event: an event regarding fracture & wear involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem, damage consistent with loss of taper lock was observed on the stem trunnion. -clinician review: no medical records were received for review with a clinical consultant. -device history review: : all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot number, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that following a hip implant on the left hip the patient was not able to bear weight. It was discovered upon x ray that the head of the stem was bent and the trunion displayed wear patterns. Based on this information the left hip was revised.